Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the cardioplegia pump paused during delivery and then came back on. The device was not changed out. The surgical procedure was completed successfully, and there were no delays or adverse consequences to the pt. Investigation in process, but not yet completed.